Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, functional testing smoke was emitted from cracked or damaged parts on g1 board. Further inspection confirmed there was a crack in the component on printed circuit board (pcb g1). The root cause of the damaged pcb is unable to be determined. However, the likely cause of the reported event is due to external electrical stress or caused by corrosion due to moisture absorption that led to overcurrent breakdown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the monitor will not power up due to power supply unit failure. There were no reports of patient harm.